Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 3006705815-2021-01043. It was reported the patient underwent a revision of the spinal cord stimulator due to one of the leads migrating. Reportedly, one of the patient's scs system leads migrated down and was exhibiting high impedance. The physician successfully removed the lead and the issue was addressed.